Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Analysis of the sample showed that a part is missing from the inside of the male luer. The extension component is supplied to us by a third-party supplier, and they have been made aware of this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The hospital reported that there was no bulge inside the screw mouth, and there was bleeding at the connection between the screw mouth and the needle.